Manufacturer narrative:
A philips field service engineer (fse) went onsite, and the following functional tests were performed: testing of alarms using a simulator and removal of batter to test outside the wlan range to verify if alarms arrive. Results of functional testing indicate that the system is fully functional. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g device, indicating that sometimes the red alarms for "battery low" and "battery empty" are not generated; instead, only a blue alarm with "tele signal low" is generated. This means that users cannot notice/identify the alarm, or it is not forwarded to the nurse call. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite, and the following functional tests were performed: testing of alarms using a simulator and removal of battery to test outside the wlan range to verify if alarms arrive. Results of functional testing indicate that the system is fully functional. Visual inspection was performed and revealed that some mx40s the battery holder was broken on one or two sides. The battery cover was also broken on a device. It was noted that this type of damage can cause a system to briefly stop and restart due to a lack of contact from the battery; however, this was not observed by the technician in this case. Alarm logs were requested but were not available. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although physical damage was identified, the device was confirmed to be operating per specifications. The customer was provided information regarding the physical damage; however, the device remains in use.